Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
The reported event of a capturing issue was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported a patient's left ventricular (lv) lead presented with abnormal pacing, elevated pacing thresholds, and inability to pace successfully. This was addressed by a procedure on (B)(6) 2023, in which the physician attempted to revise the lv lead but patient anatomy would not allow for re-implant so the lead was explanted. Post-procedure there were no patient consequences.